Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse and a family/friend reported via phone call that the insulin pump might not be working and that the customer experienced high blood glucose resulting in emergency medical services and hospitalization. The customer's blood glucose level was 296 mg/dl at the time of the incident and 287 mg/dl during the call. There was no symptom and the customer was initially treated with bolus. The emergency medical services was dispatched and the customer was admitted on (B)(6) 2017 with the blood glucose level of 296 mg/dl. Per the healthcare professional, the customer was hyperglycemic and the outcome of hospitalization was urinary tract infection. The customer was wearing the insulin pump during hospitalization. Troubleshooting for high blood glucose was performed. There were no leaks or air bubbles. The customer was assisted in correcting bolus wizard programming. The product will not be returned for analysis.